Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The reported malfunction was observed in a recorded video supplied by the customer. However, without the device being returned for evaluation, the reported problem cannot be confirmed. Analysis for reports of this type has not identified an increase in trend.